Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment, and the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor did not display. Upon troubleshooting, the fse checked the power supply and found that the f14 fuse was broken. The fse determined that the data monitor was defective. To resolve the issue, the fse replaced the data monitor and the fuse. The defective data monitor was returned to philips for failure analysis and found other failure: the screen was older than 6 years. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.